Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The symptoms were sharp pain and discharge at the pocket site. The patient was administered cefazolin, vancomycin and ciprofloxacinoral and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.